Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported due to a disconnection between the unspecified line of the homechoice cassette and the unspecified bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unspecified phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak due to disconnection between the unspecified line of the homechoice cassette and the unspecified bag that led to this alarm. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.